Event description:
It was reported that the product was applied following breast augmentation with implant surgery. The pt had a positive culture for pseudomonas infection and was returned to surgery for implant removal and excision of local skin. The attending reports advising the pt to avoid the spa, hot tubes, or bathing. The pt was presented with wound breakdown at an unspecified time after surgery. Current condition of the pt is unk.